Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range pacing impedance. A transmission also observed increase capture thresholds. A possible fracture was suspected. Reprogramming was performed. The patient was referred for a lead revision. Presently, the lead remains in use. No patient complications have been reported as a result of this event.